Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery error. Customer removed the battery and it hot and the insulin pump is not working. Customer woke up and the insulin pump was dead. The insulin pump was dropped about one month ago and the bottom popped out. Customer pushed it back in and glued the parts. The insulin pump has cosmetic damage. Advised the customer that the insulin pump will be replaced.